Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and erosion. Reportedly, the patient was scratching the implant site due to itchiness which resulted in device exposure to the outside of the body. A revision was performed and the pacemaker with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The rv lead was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.